Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that their transmitter was not functioning properly. Unable to obtain further information regarding the customer complaint. No additional patient or event information is available. Data was provided for review. A review of the data log observed that the transmitter stopped working due to a transmitter failed error. The reported event was confirmed. A root cause could not be determined.